Event description:
It was stated that the device was leaking internally and has a continuous temp alarm at start up that cannot be cleared. The event occurred immediately on use with the patient at the hospital. The operator of the device was a health professional. This was not reported to the FDA. There was a patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 11-jun-2025. H3: one device was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. A leak was observed in the return tube. The air pressure regulator also failed to respond during calibration. Further inspection revealed corrosion on the printed circuit board (pcb), which contributed to multiple functional issues, including a persistent alarm. The pcb and air pressure regulator were replaced to address these issues.